Manufacturer narrative:
(B)(4). Concomitant medical products: 157252, recap cement fmrl hd resur52mm, 664360 3019980001, refobacin-palacos r 20, 60815150 416102, optivac s (B)(6) , 510300. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02052.

Event description:
It was reported that the patient's hip was revised 13 years post implantation due to elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed from the lab reports. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.